Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Vessel sealer extend (vse) logs show that the vse instrument was installed 2 times and passed homing 2 times. 23 cut complete events were noted. Logs showed 36 seal events with 6 high initial starting impedance errors. Logs showed 1 ¿e-100 error: recoverable error: instrument high initial starting impedance¿ error at the same time as one of the 6 above. It is likely they tried to seal excessive tissue resulting in the above error message that could have resulted in an insufficient seal. The instrument was used for about 9 minutes.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy with a colovaginal fistula and a cholecystectomy procedure, the vessel sealer extend (vse) instrument produced an insufficient seal, causing bleeding on the sigmoid of the inferior mesenteric artery (ima). The vse sealed the ima three times, sealed proximally three times, sealed the center three times, then cut the vessel. There was no immediate bleeding present. The procedure continued, and the gallbladder was removed. Hours later, the abdominal cavity was inspected prior to completing the procedure, and active bleeding was identified at the ima. The vse seal did not hold on the ima. The procedure was converted to an open approach (laparotomy) to address the bleeding. The patient was recovering well.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully on 3 of 3 attempts. There was no physical damage observed during testing. One e-100 generator recoverable error was shown in the logs; however, it is not a failure. A high-impedance error is triggered when the user attempts to seal or transect too much tissue between the jaws.

Event description:
Refer to h11 for follow-up information.